Event description:
The customer reported unexpected negative reactions with the galileo (extend dn assay) on a patient sample. The customer later stated that this problem occurred with 2 different samples.

Manufacturer narrative:
The customer's returned sample was tested with retention capture-r ready-ID extend ii, lot dn023, on an in-house galileo. Weak (1+) reactivity was observed with cell 14 (d+). The source of the anti-d is due to administration of rhig.